Event description:
It was reported that the customer experienced a high blood glucose reading of 500 mg/dl and that insulin leaked from the reservoir into the reservoir compartment. The customer noticed that the reservoir was leaking into the insulin pump and stated that she did her best to dry it out. The blood glucose levels did lower after the reservoir and infusion set change. The most recent blood glucose reading was 178 mg/dl. The insulin pump passed the self test; advised the caller to monitor. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-44482.